Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have been experiencing sensor reading discrepancies with multiple sensors. The customer stated that the sensors usually read 40-50 points away from the blood glucose value. Blood glucose value when the issue first started was 176 mg/dl. The customer reported that the inaccurate sensor readings resulted in her having a low blood glucose event of 43 mg/dl. Troubleshooting was declined. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details.